Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29jul2019. The manufacturer¿s field service engineer (fse) replaced the defective harmony valve assembly and blower to address the reported problem. The unit successfully passed the required performance verification test. The harmony valve assembly and blower assembly were returned to failure investigator (fi) lab for evaluation. Root cause: this bipap focus harmony sleeve (flow) valve was tested and no failures were identified. This bipap focus blower assembly was tested and no functional failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the device displayed an error code over pressure condition. The device was not in use at the time of the reported event; therefore, there was no patient involvement.